Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of high metal ion levels. Update 7/16/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions (no labs provided). The stem is being added to the complaint. The complaint was updated on: 8/14/2015 update rec'd 7/27/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain and discomfort. There is no new additional information that would affect the investigation